Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings under 200 dextrose 1 % oxygen. Also failed eis 1 hz and 1024 hz. Place sensor under microscope and found delamination at the gold trace (reference electrode). See attached file for results. In summary, the customer complaints of unexpected sensor alerts were confirmed, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose (sg) vs. Blood glucose (bg), unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-7040c4. Troubleshooting was performed for sg vs bg guardian sensor 3/guardian 4 sensor. Customer has reported a discrepancy between sg and bg which is not within range. Sg value that triggered the suspend on low/suspend before low event: 3.8 mmol/l. Bg value associated with the triggered suspend event: 5.8 mmol/l. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. Mmt-7040c4 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.